Event description:
Safety issues for patient in [room redacted]. Pt has a fentanyl/bupivacaine epidural and since surgery has been extra drowsy. On [date redacted] day shift we had the etco2 monitor on the alaris pump hooked up and it was working well with the orange etco2 cannulas. At shift change the etco2 channel stopped working. [Name redacted] changed the etco2 cannula to a new one. That did not work. [Name redacted] tried several more cannulas to see if it was the cannulas that were the issues. None of them worked. [Name redacted] then put a new orange etco2 cannula on [name redacted] to see if it was the patient or equipment. The etco2 still would not work on [name redacted] . [Name redacted] (charge) helped [name redacted] get several new brains and etco2 channels from central supply. They changed out the brains and the channels and none of them would work. [Name redacted] notified the anesthesiologist that we were unable to monitor the pts etco2 on the alaris pump. [Name redacted] was able to find one etco2 module for the philips monitor that would work and hooked the patient up to that. This gives up the etco2 but will not turn the medication off if the patient is not breathing properly. The etco2 module on the philips monitor was working in [room redacted] at the start of shift. Mid morning the module stopped working. After playing with it, changing cannulas again, and trying to swap it out for a new one I was finally able to get it to start working again...for now. Also this morning [date redacted] [name redacted] , rn needed an etco2 for her patient in [room redacted]. We again played this game of trying to find something that would work. [Name redacted] rn, [name redacted], rn and I spent a good portion of the morning trying to get something working for this patient. I tried 3 more modules for the philips monitors. None of them would work with the yellow or orange etco2 cannulas. Many cannulas were tried. We also tried several etco2 channels for the alaris pump. We did finally find one that would pick up on the brain that is in her room. A biomed ticket was created for all the modules I tried today. [Name redacted] stated that there were just too many not working last night to put one in for all of them and that it was already taking up too many resources staffing wise to try to get something to work. Biomed came by on [date redacted] around [time redacted]. I am not sure what was decided or figured out with that. Today [date redacted] the alaris pump etco2 module stopped working in [room redacted]. It was giving false numbers, like co2 of 90 when together with rt we know this to not be true. Another alaris etco2 module was tried and it did not work either. I stopped using the philips module in [room redacted]. We tried taking that module out of [room redacted] and putting it in [room redacted] but that module will not work on that monitor and gives us an error message "mms mgmt malf". We are unable to monitor patients safely that need to have their etco2 monitored.